Manufacturer narrative:
The reported event was not reproduced during evaluation of the autopulse platform (B)(4) and could not be confirmed during archive data review. Functional testing of the platform during initial power up found that it powered on without any issue observed. Data recorded in archive data revealed that the platform was last powered on (used) on (B)(6) 2017. No session was recorded on the reported event date of (B)(6) 2017. The autopulse platform is a reusable device and was manufactured on 26 may 2009. It has exceeded its expected service life of 5 years. As part of routine service during testing, the platform was examined and found physical damage. The platform was tested and displayed a user advisory (ua) 27 (encoder fault (>3000 rpm)) error message attributed to a defective encoder. After replacement of the damaged part and the encoder, a load characterization check was performed and identified a defective load cell. The load cell was subsequently replaced. Both observations found during functional testing are unrelated to the reported event. The platform was further tested and passed all final specification without any issue observed. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (B)(4) was returned for preventive maintenance and as part of routine service during testing, the platform was examined and displayed a system error, out of service, revert to manual CPR error message on the user control panel.